Event description:
It was reported by the nurse to sales rep, "that when attempting a trial reduction, the trial head 36 +5 locked with the trial insert 36 g, instead of smoothly articulating with it. She further reported that while moving the trial head through the range of motion, the trial insert came out of its seated position in de cup. She also reported that this made trial reduction and assessment of the chosen sizes impossible. The nurse confirmed that there were no adverse consequences for the pt, as the correct size implant was chosen without trial reduction."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. Should device become available, the eval summary will be submitted in a supplemental report.